Event description:
A portion of the insertion tube of the endoscope collapsed during a procedure in a pt. This endoscope had been used in previous procedures for one week. To visualize the insertion tube for removal, a fluoroscopic procedure was performed. The pt did not experience any effects from the product problem. The reporting party is an independent refurbisher of endoscopes and medical pneumatic and electric power tools, as well as manual instruments. The fore-mentioned endoscope was provided to the hosp as a loaner. As a svc provider to the hosp co is filing this report voluntarily.